Manufacturer narrative:
Correction: f10/h6: medical device problem codes. Correction: h6: investigation findings. Correction: h6: investigation conclusions. Correction h11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. Sensor and led testing were performed with passing results. A maintenance test of flow rate accuracy was performed, and no issues were noted. A review of the event history log showed upstream occlusion alarms multiple times. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review however the device tested within specification. As a precautionary measure the upstream occlusion sensor will be calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. Sensor and led testing were performed with passing results. A maintenance test of flow rate accuracy was performed, and no issues were noted. A review of the event history log showed upstream occlusion alarms multiple times. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. As a precautionary measure the upstream occlusion sensor will be calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an upstream occlusion however there was no indication that an upstream occlusion alarm occurred. This issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.